Event description:
The following information was received from global pharmacovigilance (gpv) and is a spontaneous report by a nurse from the USA of bacterial peritonitis in a patient coincident with extraneal viaflex therapy. On (B)(6) 2011, the patient experienced bacterial peritonitis, manifested by cloudy effluent, and was hospitalized the same day. The patient began treatment with unspecified intravenous antibiotics. On (B)(6) 2011, the peritoneal dialysis (pd) catheter was removed, extraneal was discontinued and the patient was switched to hemodialysis. In (B)(6) 2011, remedial treatment was discontinued and the patient was discharged from the hospital. At the time of this report, the peritonitis was resolving. The root cause of the peritonitis was unknown. Concomitant medications were not reported. The nurse believed the event of bacterial peritonitis with culture positive for acinetobacter was probably not related to extraneal viaflex therapy.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers gd886119 gd886127 and gd885293. No exceptions were observed that were related to the reported condition. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not request. Should additional information become available, a follow-up report will be submitted. This is report 3 of 3 involved in this peritonitis event.